Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system would not start and stuck at system start 00.00. The system logfiles were checked and troubleshooting found that a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The fse replaced the flexvision pc and configured, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.